Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: n/a. The customer's address is unknown:  (B)(4) USA has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. According with the DHR review information attached, the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test ((sample plan c=0, aql=1). Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a clipping issue occurred during use with a needle clipping device safe clip. The following information was provided by the initial reporter, "consumer reported she would not clip the needle. She purchased it on saturday (B)(6) 2019. She is able to clip few needles but not all. She thinks it does not work like the one she had it in the past. She does shake the safeclip to move the needle inside, she feels like it is stuck inside the device. She wanted to know if we manufacture other models. Incident date - (B)(6) 2019. Occurrence unknown. Item# 328235. Lot# 8283023. Explained consumer that is the only one model we have for safeclip. She is aware the needle only works for the gauge 28 and up. She denied to provide needle information, explained consumer this works with the 28 g and up needles. She denied to give me the syringe item# number stated it is not related to the issue she is facing. Consumer denied to send the sample. And she denied to receive replacement. No further information available. Consumer did not provide contact information."